Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor¿s technique in applying the suction ring to the cornea, doctor¿s technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient¿s cornea and the suction ring. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced an incomplete flap creation resulting in the aborting the procedure. A brief description from the surgery center indicated there was suction loss prior to side cut and the same patient interface was used. Initially, the surgery center believed the procedure was completed but when the patient was under the excimer laser, they thought they had a partial flap as a result of attempting to lift the flap. The surgery center indicated the suction loss occurred due to the patient¿s movement and suction broke. When surgeon used the same patient interface, the surgeon did not decrease the diameter of the side cut. The procedure was aborted. Patient returned the next day and there was no loss of best corrected visual acuity (bcva). Pre-op; best corrected visual acuity (bcva) from (B)(6) 2017: right eye pre-op 20/20 1.75 x -.75 x 89, left eye pre-op 20/20 3.00 x -.25 x 12.